Event description:
Customer reported receiving a button error alarm. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.